Event description:
The patient fractured his humerus.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
H6 - health effect - clinical code, medical device problem code. Additional information: h3: according to the information provided, the patient had their right tsa revised approximately 2 months after implantation due to dislocation and periprosthetic fracture. The glenosphere, locking screw, and humeral liner were revised. The dislocation reported may have been due to positioning of the components at the time of implantation, mechanical impingement, joint tensioning, or an unreported traumatic event. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation, periprosthetic fracture, and subsequent revision cannot be conclusively determined. H6 - component code and investigation codes.

Event description:
As reported, approximately two months post initial left tsa, the 65 y/o male patient had a revision due to periprosthetic fracture. The patient dislocated the shoulder. During the revision, the surgeon upsized the glenosphere and the liner. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation due to the devices were discarded at hospital.

Manufacturer narrative:
Section d10: concomitant products equinoxe reverse 38mm glenosphere (cat# 320-01-38 / (B)(6)) eq rev locking screw (cat# 320-15-05 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.